Event description:
On (B)(6) 2015, a dentist reported that a patient required a root canal. This patient had a restorative procedure using 3m espe scotchbond universal adhesive as one of the products on tooth #19 in (B)(6) 2013. On (B)(6) 2013, the patient reported sensitivity to pressure and ultimately, endodontic treatment was recommended. No further patient information or details on the dates of treatment were made available to 3m espe; the patient moved and is no longer until this professional's care.